Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the short is unknown and no actions were taken to resolve the short.

Event description:
Additional information was received from a consumer reporting they were told there was a short on wires 4 and 6. It happened during the surgery as far as the patient knows. They did a work around and the therapy was helping. Additional information was received from the consumer reporting they were told about the short by their programming physician the very first time they saw them. Their right side is using other leads to complete the programming but they are concerned this will be the result and have a constant "hum" in their head. The left and right side is set to 3.7 and they were told that was all they could do.

Manufacturer narrative:
D11: section d information references the main component of the system. Other relevant device(s) are: product ID 3387s-40 lot# va214ev serial# implanted: (B)(6) 2019 explanted: product type lead product ID 3387s-40 lot# va20lhk serial# implanted: (B)(6) 2019 explanted: product type lead h6. Device code c53269 pertains to the 2 leads (lot #: va20lhk and va214ev) additional review indicates this information was already reported in manufacturer¿s report #3004209178-2020-15957. However, any additional information regarding the event will be submitted as a supplemental submission to this manufacturer report #3004209178-2020-10065. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they needed an MRI and then ended getting a CT scan due to the "open leads and shorts". They stated that has since been resolved and the shorts "went away somehow".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting they could not get an MRI because there is a short in two of the wires. They added that because of this short, turning off the ins could cause a problem. They knew there was a problem with their ins since day 1 because there has been a "hum" in their ears, almost like a fan, like air escaping from a tire, right after their ins was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-MRI eligibility impedance check, a combination that is a short circuit was noted. It was unknown which electrode combinations were shorted, but caller indicated the patient was not programmed to the short. Caller also did not know when the short was first identified but patient was aware of short in (B)(6) 2020. No symptoms or further complications were reported.